Event description:
A malfunction was reported by the caller when the pump, which had been taken in water, displayed a malfunction code of malf 3. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by deciding to replace the pump and provided instructions for the customer to use a manual insulin therapy as a backup.